Event description:
It is reported that the pt is experiencing discomfort due to a loose stem. A revision surgery is planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.